Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and presented to a nursing post. This device recorded high out of range shock impedance measurement, measuring greater than 125 ohms with the right ventricular (rv) lead. Boston scientific technical services reviewed the available latitude data and confirmed the out-of-range shock impedance measurements and recommended increasing the shock impedance alert on the device and to consider bringing the patient in for a lead integrity evaluation. No adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.